Manufacturer narrative:
A partial lead connector portion measuring 39.4 cm was returned for analysis. The damage found was sustained during the surgical procedure.

Event description:
It was reported that rv lead fracture was observed. On (B)(6) 2018 the lead was capped. Patient was well throughout the procedure.